Event description:
New information received noted that programming changes were made and the patient was given additional medication to manage arrhythmias. The patient was in stable condition.

Event description:
It was reported that the patient presented with ventricular tachycardia (vt) which was circa the cutoff zone for not being treated. The implantable cardioverter defibrillator provided two rounds of anti-tachycardia pacing (atp) and started to charge. However, the device delivered another round of atp, but the patient returned to sinus before the completion of therapeutic episode. Programming changes were discussed but were not made. No further information was available.